Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While removing the dilator tip protector, it was noticed that the graft was exposed (exposed around 5-6mm from the flexor sheath). The user was able to advance the sheath over the graft and continue. However, it was not until the graft was in vessel and when they were ready to deploy the graft they were unable to unsheath. The physician quickly decided not to proceed with this iliac leg graft and removed it from the vessel. No part of the device remained inside the pt. The pt did not require any additional procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
The device was returned partially deployed, with the delivery system inserted through an 18 fr rcfw sheath during investigation, a review of complaint history, the device history record, instructions for use (IFU), trends and a visual inspection was conducted. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU); which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence specific to this case, the IFU states. "Do not attempt to re-sheath the graft after partial or complete deployment." It also states- "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken if damage has occurred, do no use the product and return to cook." The returned product in this case was examined and the following was noted during the course of the investigation. The stent graft and delivery system was returned partially deployed through an 18 fr cook rcfw sheath. An attempt was made to deploy the stent graft by pulling back on the zenith zsle sheath. The sheath moved freely on the delivery system/inner cannula, but the stent graft did not deploy. An attempt was made to deploy the stent graft by pulling back on the rcfw sheath, but the stent graft did not deploy. A pair of hemostats were used to clamp the stent graft and then the rcfw sheath was pulled back. The stent graft deployed from the delivery system. It was noted that the device was not appeared to be accordioned during removal from the sheath. Post deployment of the stent graft the rcfw sheath was able to be moved freely on the zsle delivery system. Post deployment, stent graft was examined under magnification no notable qualities/concerns were observed. Lot records were reviewed and no notable concerns regarding product quality were observed. It was concluded that the failure mode in this case was deployment difficulties. This failure mode was determined based on the provided event description and examination of the returned device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no additional actions required at this time.